Event description:
In 2008, the patient reported that his insulin cartridge leaked, causing insulin to spill into the cartridge compartment of his infusion device. He stated that he noticed condensation in the cartridge compartment and then found insulin beneath the piston rod. He stated that the insulin cartridge does not appear to be damaged or cracked. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge and infusion device were requested to be returned for evaluation.